Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. The physician accidentally cut also the stylet upon adjusting the catheter and a few days later it was unable to draw blood. On (B)(6) 2023, the stylet was confirmed remnant in the vessel when the catheter was removed. Reportedly, the remnant stylet was removed from the patient body. There was no reported patient injury.